Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. The power supply was returned to the manufacturer for analysis. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer was also returned, however, analysis results are not yet available.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon monitor and staff car monitor were black, with no power. The mouse led was not lighting up either. A manufacturing representative (rep) was on site and able to confirm the issue. They replaced the multi out power supply with no resolve. There was no patient present when this issue was identified. No further information as provided.

Manufacturer narrative:
Additional information: a manufacturer representative went to the site to test the navigation system. The power supply and computer were replaced. The system then passed all tests and performed as intended. If information is provided in the future, a supplemental report will be issued.